Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead helix/screw could not be deployed. The lead was removed and replaced. No patient complications have been reported as a result of this event.